Event description:
The patient was anesthetized for a laparoscopic cholecystectomy. The case was proceeding in the usual manner. The surgeon was operating the cautery machine when the semi-disposable monopolar cable started sparking at the distal end near the connector. Immediately after the cord broke off at the same location. The machine and cables involved were removed from the room and replaced. The case continued with no harm to patient or staff. Biomed was called to test the force fxc but the faulty cord had already been discarded. The force fxc tested out fine and was returned to service.